Manufacturer narrative:
This emdr represents phasix st mesh (alleged fistula formation), device 3. Additional emdrs have been submitted to represent kugel patch, device 1 and kugel patch device 2. Based on the event as reported and review of photos provided, no conclusion can be made. One photo provided shows the phasix st mesh (device 3) in vivo at time of the explant procedure, photo shows the implant to be within the fistula not in contact with the abdominal wall. As such there is no incorporation of the implant. Images also show remnants of previously placed mesh (kugel patch device 1, device 2 and non-bard mesh devices) that as reported were partially explanted due to infection. Reviewing the photos provided does not assist in identifying the cause of the fistula formation. However the patient had previous abdominal surgery with complications. The instructions-for-use warns, "the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and it is not recommended." While a definitive conclusion cannot be made the most probable root cause of the fistula formation was due to the patient condition and environment into which the device was implanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that the patient, who had previously been implanted (date(s) unknown) during multiple procedures with two bard kugel mesh (device 1 and device 2) and two non bard mesh presented with "mesh infection between different materials." On (B)(6) 2019 - the patient underwent a procedure that included "extensive adhesiolysis and anastomosis because of strong mesh incorporation". During this procedure there was partial removal of the four previously implanted mesh devices. Fragments of the previous mesh remain in the abdominal wall. A bard phasix st mesh (device 3) was then implanted. On (B)(6) 2019 - due to a fistula in the transverse colon the patient underwent an additional procedure. During this procedure the bard phasix st mesh (device 3) was found to be unincorporated and within the fistula. The phasix st mesh (device 3) was removed as well as fragments of the previously explanted mesh.